Manufacturer narrative:
Describe event or problem: it was reported that bd¿ needle 18x1-1/2 ll eclipse leaked when it disconnected from the syringe. No serious injury or medical intervention was reported. Verbatim: "when the professional is going to make a second aspiration of medicine with a 40x12 eclipse needle, it disconects from the injex 10ml ls syringe. Getting "loose" when wet with the medicine. The other gauges of the eclipse fit into this syringe, less 40x12. Info add received by email on 2/22/2019: there was no damage to the patient. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. Anvisa was not notified." Investigation: a DHR was performed and there were no quality notifications for this batch. No pictures or samples were returned so it was not possible to confirm the complaint or determine a root cause.

Event description:
It was reported that bd¿ needle 18x1-1/2 ll eclipse leaked when it disconnected from the syringe. No serious injury or medical intervention was reported. Verbatim: "when the professional is going to make a second aspiration of medicine with a 40x12 eclipse needle, it disconects from the injex 10ml ls syringe. Getting "loose" when wet with the medicine. The other gauges of the eclipse fit into this syringe, less 40x12. Info add received by email on 2/22/2019: there was no damage to the patient. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. Anvisa was not notified."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle 18x1-1/2 ll eclipse leaked when it disconnected from the syringe. No serious injury or medical intervention was reported. Verbatim: "when the professional is going to make a second aspiration of medicine with a 40x12 eclipse needle, it disconnects from the injex 10ml ls syringe. Getting "loose" when wet with the medicine. The other gauges of the eclipse fit into this syringe, less 40x12. Info add received by email on (B)(6) 2019: there was no damage to the patient. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. Anvisa was not notified (B)(6) 2019."